Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of an initial implant and possible implant late loosening. Implant model and gtin: 1st (cranial): ifuse implant, p/n 7050-100, lot# unknown, gtin (B)(4). 2nd (caudal): ifuse implant, p/n 7040-100, lot# unknown, gtin (B)(4).

Event description:
The patient had right si joint arthrodesis in (B)(6) 2017 where two implants were installed. The patient later reported to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined malpositioning of the caudal positioned ifuse implant and possible loosening of both implants in the sacrum. In (B)(6) 2020, the surgeon performed a revision surgery where he removed both implants. He then replaced the cranial positioned implant with a new, longer, implant of the same type rotated sixty degrees around the axis in the explant void. He also replaced the caudal positioned implant with a new implant of the same type and length rotated sixty degrees around the axis in the explant void. The status of the patient following the revision procedure is not known.